Manufacturer narrative:
Additional product component: model number/catalog number: 72400024 and 72404127; serial number: null and null; batch/lot number: 181938010 and 886267002; model/catalog description: balloon fgs 61-70 cm and control pump fgs iz.

Event description:
It was reported that patient experienced recurring incontinence with an artificial urinary sphincter (aus). The aus cuff, pump, and balloon were explanted and a new 4.0cm aus cuff, pump, and balloon were implanted. Should additional relevant details become available, a supplemental report will be submitted.

Event description:
It was reported that patient experienced recurring incontinence with an artificial urinary sphincter (aus). The aus cuff, pump, and balloon were explanted and a new 4.0cm aus cuff, pump, and balloon were implanted. Should additional relevant details become available, a supplemental report will be submitted. Analysis results: as the complaint component was not returned for analysis, and the product record review revealed no additional information related to the complaint. The reported allegations could not be confirmed. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA or scar is required.

Manufacturer narrative:
Additional product component: model number/catalog number 72400024 and 72404127 serial number: null and null batch/lot number 181938010 and 886267002 model/catalog description balloon fgs 61-70 cm and control pump fgs iz.